Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of discomfort at the ipg site due to the location. The physician elected to remove the ipg and replaced it with a different model. Also the ipg was implanted lower and deeper. Therapy was confirmed following the procedure and the patient's issue was resolved.